Event description:
It was reported that after a vats esophagectomy procedure, bleeding occurred from the azygos vein which had been fired with a linear cutter device loading the reported white cartridge 2 days after the operation. The patient¿s condition had been stable within the first 24 hours after the initial operation. The amount of bleeding was about 200 cc. Blood transfusion was not required. Reoperation was performed to repair the bleeding. There were several possible causes of bleeding such as a possibility of touching the bleeding site with a drain tube or a low platelet count of the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: were any issues noted with staple formation in initial procedure? No. During the second procedure, was the staple formation noted? Can not checked by md. How was the bleeding site identified? Vats. How was it addressed? Suturing with 2 endroop. What is the current patient status? Hospitalization required and patient had pneumonia, but he gets better.